Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with syncope. Upon device interrogation, the right ventricular (rv) lead exhibited low impedance and a polarity switch. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.